Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the device failed testing. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer was unable to clear the alarm and unable to rewind. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error, low battery alert, power loss alarm, replace battery alert, replace battery now alarm or device test failed alarm noted during testing or in the pump trace download. (B)(4).